Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user of the ilet bionic pancreas experienced hypoglycemia after announcing a meal that included steak, cheese, tortilla chips, and ice cream, with blood glucose falling from 115 mg/dl to a nadir of 54 mg/dl and recurring lows at bedtime; the event was addressed through troubleshooting and education with no device alerts or alarms reported. Symptoms included hypoglycemia without reported clinical manifestations. Outcomes included self-management with oral glucose and no professional medical intervention or hospitalization. Investigation included review of user-reported history, product-use assessment, and technical support troubleshooting. Investigation of this case revealed no device malfunction identified and use of oral glucose for correction. It was concluded that the cause of hypoglycemia was unclear and that continued monitoring and coordination with the healthcare provider were recommended. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.